Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
The target lesion was the superficial femoral artery. During the use of a saber x balloon catheter to the superficial femoral artery (sfa), it was reported that the saber x balloon was delivered to the lesion and inflated. However, it ruptured at 8 atmospheres (atm). Therefore the balloon was removed intact and another balloon was used. The procedure was finished successfully. There was no reported patient injury. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. The guidewire crossed the lesion. The following information is unknown, the contrast media to saline ratio, if the same indeflator was used successfully with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter, if there was any difficulty advancing the balloon catheter through the vessel, if the balloon catheter kinked while being used, if the balloon ruptured during its initial inflation or how many times was the balloon inflated or how many times the balloon was inserted into the patient. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was unknown. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was unknown. The product will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: the target lesion was the superficial femoral artery. During the use of a saber x balloon catheter to the superficial femoral artery (sfa), it was reported that the saber x balloon was delivered to the lesion and inflated. However, it ruptured at 8 atm (eight atmospheres). Therefore the balloon was removed intact and another balloon was used. The lesion was heavily calcified and mildly tortuous. The rate of stenosis is unknown. The procedure was finished successfully. There was no reported patient injury. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally, maintaining negative pressure. The guidewire crossed the lesion. The following information is unknown, the contrast media to saline ratio, if the same indeflator was used successfully with other devices, if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter, if there was any difficulty advancing the balloon catheter through the vessel, if the balloon catheter kinked while being used, if the balloon ruptured during its initial inflation or how many times was the balloon inflated or how many times the balloon was inserted into the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17335228 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and mild tortuosity may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.